Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the equipment does not work. Per service manual operational and diagnostic, this complaint can be confirmed. The traces of moisture and corrosion were found inside the handle during evaluation. Further, motor, motor cable and button found defective. The motor and other defective components were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the handle is responsible for the corrosion. With the available information, we cannot determine the root cause of the other identified failures. The defective motor, motor cable and button would have caused the customer to experience the reported problem. A manufacturing record evaluation was performed for the finished device serial number ((B)(4)), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that the handpiece did not work. During in-house engineering evaluation, it was determined that there were traces of moisture and corrosion inside the handle on the device. There was no procedure nor patient involvement reported. No additional information was provided.